Event description:
It was reported that besides the patient experiencing electrical shocks when the automatic impedances tests are ran every three hours appears, the patient also has diaphragmatic stimulation when stimulated on the right ventricular (rv) lead. The hospital chose to turn off the rv lead after considering that the patient has less than 0.1% ventricular pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).